Event description:
It was reported to boston scientific corporation in 2005 that a low profile gastrostomy device was used during a replacement procedure (patient age, gender and weight are unknown). According to the complainant, the balloon ruptured after approximately 1 week post-placement. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Upon examination and testing, the balloon inflated and deflated properly, with no leakage: however, the slit of the duckbill (anti-reflux) valve was found to be blocked, rendering the device non-functional. The slitting operation was not properly implemented during the manufacture of the device.